Manufacturer narrative:
(B)(4). This customer reported an intermittent pacer failure in op-check. The device was evaluated at philips and the reported symptom was reproduced. The power pca was replaced to resolve the symptom.

Event description:
This customer reported an intermittent pacer failure in op-check.